Event description:
On (B)(6) 2013, I had surgery for pop repair. Dr. (B)(6) used mesh to repair. I had serious complications ten days following surgery and was admitted to (B)(6) medical center in (B)(6) where I was treated for extreme vaginal bleeding, diarrhea, dehydration, and infection (white count above 30,000). I remained in the hospital for 10 days, where I was treated with antibiotics and had two blood transfusions. Then, I got c-diff and was treated for that for several months. In (B)(6) 2013, I had noticed the same problems and symptoms that I had prior to the may surgery and dr. (B)(6) found that the mesh implant had failed. He referred me to (B)(6) health center (dr. (B)(6)) for further treatment. To date I have had one appointment with dr. (B)(6) and another scheduled for (B)(6) 2014. At that time she/we will make the decision as to further treatment and removal of the mesh. Since my surgery, I know of another of dr. (B)(6) pts in (B)(6) that have had the same problem with his mesh surgeries. He told me that "he doesn't use the kind of mesh like the ads that you see on tv about mesh implants gone wrong." I also developed neuropathy in my feet and am still being medicated for that.